Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, six hours later as the pt was ambulating, arterial bleeding an hematoma formation were noted. Manual pressure was held for thirty minutes, followed by placement of a femostop device for six hours, with hemostasis again achieved. The pt was admitted for overnight observation and discharged without further problems or sequelae the next morning.